Event description:
The customer reported that while running a hepatitis surface antigen assay a sample barcode was read as "042fs10226" instead of "042fw65326". No error message was generated. Summit sample handler was in use. No death or serious injury was associated with this event. An ortho field svc engineer was dispatched.